Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation. Device evaluation: visual analysis of the returned device identified one crack opening, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one crack opening, partial delamination of valve and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve and partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional a reported right side deflation. The device has been replaced.